Manufacturer narrative:
Product complaint # (B)(4). Device received. Reporter is a synthes rep. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection, it was observed that the torque limiting ratchet handle was found to be out of drawing specification. The drawing specification was 10-12. The torque was tested high 12.75. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During testing at service and repair, it was found out that the torque limiting ratchet handle failed in calibration. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is device failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection performed at customer quality (cq) observed that the given device torque limiting handle was received intact with light surface wear. The complaint condition is confirmed as the 10 nm torque limiting handle with quick coupling failed high in calibration test. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 03.620.061. Synthes lot # 6485950-24. Supplier lot # 6485950. Release to warehouse date: 09 dec 2010. Supplier: nemcomed. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.